Manufacturer narrative:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the erbe unit was experiencing c-30 errors. Based on the claim against the product by the customer noting that the erbe unit was experiencing c-30 errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm and replicate the reported issue. The fse replaced the integrated electrosurgical unit (iesu) and the issue was resolved. The system was tested and verified as ready for use. The iesu was returned for analysis and failure analysis investigations was able to confirm and replicate the reported issue. The iesu was placed on an in-house system and was ran in normal mode. The c-34 error was triggered on start. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon continued with the procedure robotically using a third-party esu until later converting the procedure to an open surgery, representing a serious injury to the patient.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the erbe unit was experiencing c-30 errors. Prior to calling in, the customer moved to a third-party cautery and proceeded with the case. Technical support engineer (tse) confirmed the c-30 error codes in the logs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was ultimately converted to an open surgery due to reasons unrelated to the erbe.